Event description:
The hospital reported prior to use patient was in the or, hair was found inside the vasoview hemopro 2 set when opened. Another new unit was opened. There was no procedural delay. Per the photo, hair was observed inside the set.

Manufacturer narrative:
Trackwise- (B)(4). Updated section- b4, b5, g3, g6, h2, h3, h6, h11. Corrected section - h6 (medical device ¿ problem code). The device was returned to the factory for evaluation on 02/25/2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. A single hair was observed in the accessory tray near the btt. No other visual defects were observed. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was returned in opened product packaging. A single hair was observed in the accessory tray. No other visual defects were observed. Based on the opened product packaging as well as the photographic evaluation, the reported failure "contamination" was not confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot #3000426045 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported prior to use hair was found inside the vasoview hemopro 2 set when opened. Another new unit was opened. There was no procedural delay. Per the photo, hair was observed inside the set.